Event description:
I bought a 2-sided finger splint. It was manufactured in another country and sold through apothecary products. It came in a box with two splints. The splint with one hook and loop band didn't work too bad. But I have been using the one with 2 hook and loop bands and the bands will not pull tight. I am walking around with a splint with bands hanging down not fastened because they won't stay fastened. They advertise this to use on a wound after you have the bleeding stopped. You can not get enough pressure with this due to the band situation to help stop a wound from bleeding like they claim.